Event description:
It was reported that during normal follow up an x-ray of the lead showed externalized conductors between the svc and rv coil. No electrical anomalies were noted. Physician elected to leave the lead implanted and monitor the patient. Patient condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.